Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-00419 was sent in error. (Failure to decouple) is not considered to be a reportable malfunction. MFR#: 1710034-2023-00419 is void as a result.

Event description:
It was reported that the safety mechanism on the bd nexiva¿ single port catheter would not disengage during use. The following information was provided by the initial reporter: "we had a 18 g nexiva fail to release while in a patient".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the safety mechanism on the bd nexiva¿ single port catheter would not disengage during use. The following information was provided by the initial reporter: "we had a 18 g nexiva fail to release while in a patient".